Manufacturer narrative:
(B)(4). The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was still implanted. No defect, deficiency, or malfunction of the peg tube was described by the reporter. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Patient had peg-j placed (B)(6) 2016. Patient had post-operative complications, there was gastric juice leaking into her abdomen. Patient was hospitalized after the procedure, it was reported that there is free air in the abdomen.